Event description:
It was reported that the physician attempted to connect the device with an existing ventricular lead at implant, however, there was no pacing output. It was noted during implant the ventricular lead was not compatible with the device; therefore, a different device was implanted successfully. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis was performed and no anomalies were found.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This model number is not approved for distribution in the united states; however, it is same/similar to a device marketed in the u.s. This event occurred outside the us and patient information is not generally available due to confidentiality concerns. (B)(4).